Event description:
The customer reported that he was hospitalized due to low blood glucose levels, with a reading of 40 mg/dl. The customer was asleep, and was feeling cold prior to the event. Troubleshooting was performed, and the insulin pump was programmed correctly. The insulin pump was not exposed to high magnetic fields. The reservoir volume was accurate. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.